Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm and multiple occlusion insulin flow block alarm during basal deliveries. Customer's blood glucose value was 450 mg/dl at the time of the call. Troubleshooting was not performed for high blood glucose level. Troubleshooting was performed for no delivery alarm during. The alarm was caused by infusion set and reservoir occlusion. Customer reported insulin exits with the manual prime. The product will not be returned for analysis.